Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. High, out of range pacing lead impedance was observed. The lead was explanted and replaced. When the high impedance persisted, the ICD was then explanted and replaced. The patient was in stable condition after the event.